Event description:
High thresholds and low sensing values were noted for this lead. A system revision is planned for the future. No add'l info is available. Should add'l info become available, this event will be updated.